Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone indicating diabetic ketoacidosis and hospitalization from her insulin pump. The customer stated the insulin pump had cracks in it. The customer did not want to troubleshoot for the high blood glucose because of the replacement pump due to damage. The customer was advised to discontinue use of the device and to revert to a backup plan.